Manufacturer narrative:
Device not returned.

Event description:
It was reported that the jar that the device is packaged in was observed to be leaking from the seal before use. Reportedly, it is unknown if there was an attempt to open the container prior to the observation. No other details were provided.